Manufacturer narrative:
A full manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unk whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that approximately after 2 months of a breast tissue marker placement, during a needle localization biopsy, the marker was not visible under mammography. As a result of the marker not being visible or present in the biopsy site, in order to complete the procedure there was additional imaging and a larger area of tissue removed. There was no reported patient injury.